Event description:
It was reported "mac identified to have a leak in the ICU during normal assessment around site". The patient had no harm or injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "mac identified to have a leak in the ICU during normal assessment around site". The patient had no harm or injury.